Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 5 was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The hp stated one of the supply bags had fallen off and disconnected. The hp tried to reconnect the bag when the alarm occurred. The cg confirmed that a supply bag fell and disconnected causing the alarm. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell 5. The hp stated one of the supply bags had fallen off and disconnected. The hp tried to reconnect the bag when the alarm occurred. The technical service representative (tsr) had the hp cycle power, a se 2367 occurred, so the hp cycled power again, disconnected, removed the cassette and discarded the supplies. The tsr advised the hp to contact their nurse. The tsr explained a se 2240 indicates a large amount of air has entered setup. The tsr reviewed proper procedures per the user manual with the hp. The sample was discarded. A follow up was made via phone call with the care giver (cg) regarding the alarm. The cg confirmed that a supply bag fell and disconnected causing the alarm. The cg stated the sample was discarded and the lot numbers were unknown. Per the cg, they notified the nurse of this issue who reviewed proper set up and procedures with them. The cg stated there was no patient injury or medical intervention associated with this event. Per the cg they were able to resume therapy with new supplies and the patient was doing well.